Event description:
The event is reported as: the customer alleges that during intubation; the suction catheter could not pass through the endotracheal tube. The patient was re-intubated successfully. There was no patient harm or adverse event. Intervention: the patient was re-intubated.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, however, teleflex will continue to monitor and trend relating complaints.